Manufacturer narrative:
Covidien reference number (B)(4). The service engineer inspected the device and verified the alleged condition. The gui printed circuit board (pcb) was replaced. The ventilator passed the entire required testing.

Event description:
It was reported that the 840 ventilator's graphical user interface (gui) display was inoperable. The ventilator was not on a patient when the event occurred.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.